Event description:
Pre-op nurse spiked IV fluid bag with IV tubing spike fluid filled IV tubing drip chamber. Nurse attempted to prime tubing. Fluid would not flow out of chamber. Nurse validated roller clamp was not clamped, all push clamps open, no kinks in tubing. Fluids would not flow when attempted to flush tubing with syringe.